Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable pump. The indication for use was non-malignant pain. It was reported that around 1995 or 1996 the patients pump pocket was infected. It was noted that the patient took oral antibiotics medication for 6-9 months and then about 6-9 months after that they re-implanted the pump on the left side of her body. The infection was reported to be resolved. The caller requested a physician listing due to her current healthcare provider (hcp) retiring. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the serial number of the pump was unknown. It was reported that the patient felt a swelling around the pump and when the healthcare provider (hcp) tried to discover the cause of the swelling fluid escaped. The fluid had a very high white cell count. It was noted that the patient also experienced bronchitis. The patients weight at the time of the event was reported. The location of the removed pump was unknown. No further complications have been reported as a result of this event.